Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized subsequent to the cycler having extended drain times, overfill, and no alarm. The treatment data was reviewed and confirmed that the patient experienced iipv (increased intraperitoneal volume) of greater than 180%. The cycler did not alarm and progressed to the next fill before removing the programmed 85% of fill volume. The patient discontinued use of the cycler and utilized continuous ambulatory peritoneal dialysis. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized from (B)(6) 2018 for hypervolemia, characterized by shortness of breath and abdominal fullness. The patient received peritoneal dialysis and hemodialysis with 4.25% delflex during the course of hospitalization. The cause of the symptoms was reported as cycler malfunction. The nurse did not have the hospital discharge summary available.

Manufacturer narrative:
Clinical investigation clinical investigation: there is temporal relationship between ccpd therapy with the liberty select cycler and the patient¿s hypervolemia event (characterized by abdominal fullness and shortness of breath) warranting hospitalization. It was alleged the liberty select cycler malfunctioned, causing an overfill in the patient which may have led to the patient¿s hypervolemia event. However, the liberty select cycler was not returned to the manufacturer for failure analysis; therefore, it cannot be confirmed whether or not the device malfunctioned. Moreover, ccpd treatment data is not available for further evaluation of a possible overfill event. Nonetheless, based on the available information and known risk for an overfill event with use of the liberty cycler, a possible causal or contributory relationship between the patient¿s adverse events and the liberty select cycler cannot be excluded. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.